Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that following multiple falls patient experienced ineffective therapy, patients leads have high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
B3 correction- event date 26feb2024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.